Event description:
Procedure: gastrectomy. According to the reporter: the following event occurred prior to use on patient. After setting the first sulu on idrive handle with no problem, a nurse confirmed the jaws could not be closed. Using new sulu on the same handle, no problem was confirmed to complete the case. No patient involvement. The following event occurred prior to use on patient. Operating time not extended.

Manufacturer narrative:
(B)(4).